Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implanted infusion pump. The pump's indication for use was listed as chronic low back pain and non-malignant pain. A ptm code of (B)(4) (motor stall) was reported. The patient reported noticing on (B)(6) 2016, that they did not feel like they were getting medication. There was no imaging or source of emi. No pump alarm was heard. The patient had contacted the healthcare provider who directed her to the manufacturer. Additional information was received from the healthcare provider via a company representative. The pump was programmed to deliver dilaudid 15 mg/ml at a dose of 6 mg/day, clonidine 750 mcg/ml at a dose of 300 mcg/day and baclofen 150 mcg/ml at dose of 60 mcg/day. The patient's medical history included diabetes and post-laminectomy syndrome. The patient was seen urgently in clinic on (B)(6) 2016 due to complaints of worsening pain and an audible critical alarm. The duration of the increased pain and alarm were unknown. A cap (catheter access port) aspiration was performed and was positive. The pump was interrogated and the motor stall was confirmed on (B)(6) 2016. On (B)(6) 2016, the pump was interrogated and showed a stall on (B)(6) 2016 with a recovery on (B)(6) 2016. The pump stalled again on (B)(6) 2016 and did not recover. No other diagnostics were performed. The pump was explanted and replaced on (B)(6) 2016 and was going to be returned to the manufacturer. At the time of the report, the patient's status was alive - no injury and was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. Specifically corrosion and/or wear and/or lubrication was seen as well as stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative including pump logs. Per the logs, when the pump was interrogated on (B)(6) 2016, the device delivered dilaudid 15mg/ml at a rate of 5.996mg/day, clonidine 750mcg/ml at a rate of 299.79mcg/day, and baclofen 150mcg/ml at a rate of 59.96mcg/day in simple continuous mode. Per the event logs, a pump motor stall occurred on (B)(6) 2016 at 22:23 with motor stall recovery on (B)(6) 2016 at 04:10. Another pump motor stall occurred (B)(6) 2016 at 15:34 and did not recover resulting in stopped pump period may exceed tube set on (B)(6) 2016 at 15:34. Following pump replacement, the new pump delivered dilaudid 15mg/ml at a rate of 5.001mg/day, clonidine 750mcg/ml at a rate of 250.03mcg/day, and baclofen 150mcg/ml at a rate of 50.01mcg/day in simple continuous mode. Additional information was received from a consumer. Per the patient, the motor stall and feeling that they were not getting medicine had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.